Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nervestim. It was reported that during surgery the lead would not advance into the header of the ins; they used another ins and it worked fine. It was noted that the lead had not been previously used, and the ins was defective. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.